Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: it was determined that the root cause of the issue was the leaking inspiration valve ot. As per second attempt of the recommended tests such as tightness test, movement reliability test, idle reliabilty test were succeeded but insp valve step loss test was failed. As a resolution insp valve needs to be replaced. Inspvalve type is ot (old type) so in this case you will need to change the whole inspiration block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire technical support analyzed the logs and found that circuit system test is passed, oxygen sensor is depleted, tf315-insp valve or device leaky is visible in the logs and tf318-insp valve failsafe failed is also visible in the logs. Technical support informed customer to replace o2 sensor and perform 2-point calibration of o2 sensor and sent troubleshooting instructions. The customer sent the logs after performing recommended tests. It was seen that the oxygen sensor was depleted and inspiration valve is faulty, both components needs to be replaced. The insp valve type is ot (old type) so in this case the whole inspiration block needs to be replaced. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 has technical failure 315 "inspiration valve or device leaky alarm" the customer confirmed that there was no patient involvement associated from the reported event.